Manufacturer narrative:
The device is not available; therefore product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro-bypass stent system procedure, the patient presented with significant hyphema associated with visual acuity of ¿hand motion¿ two (2) days postoperatively. The surgeon consulted with the glaukos medical monitor approximately 2 weeks post-operatively who reported that the stent was removed due to recurrent bleeding. Additional information is being requested.